Event description:
It was reported that during the implant attempt, the doctor found that the leads were damaged. The doctor used different leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) no anomalies found. The full lead was returned and analyzed. Distal conductor had blood/body fluid. (B)(4) no anomalies found. The full lead was returned and analyzed. Distal conductor had blood/body fluid.